Manufacturer narrative:
(B)(4). The date of the event was reported to be the weekend of (B)(6). Lot number was reported to be either 15b10h12 or 15c27h12. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection shield would not click shut and it would pop open. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the used sample wasn¿t returned, a companion sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device was performed with no issues noted. The returned sample underwent functional testing and was determined to meet product specifications related to the reported event. Upon conclusion of the investigation, the reported event could not be verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.